Manufacturer narrative:
Additional patient ID: (B)(6). Patient¿s weight was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during the surgery, it was noted the vertebral body retainer was shipped incorrectly with two left pin holders instead of a right side pin holder and a left side pin holder. This oversight caused no issues during the case, but the surgeon was forced to use an alternative solution. The surgeon used a caspar retractor system to complete the pdc case. The instrument set was assembled and provided by centinel spine. Patient outcome was reported as unknown. Procedure was completed successfully. This report is for one (1) vertebral body retainer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.820.111, lot t980125: release to warehouse date: september 26, 2012. Manufacture site: (B)(4). A review of the device history records showed that there were no issues at the time of manufacturing of this device and its sub components that would contribute to the complaint condition. No non-conformance reports (ncrs) were generated during the production of this device. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.